Event description:
Patient's spouse reported that the patient received the nebulizer but the nebulizer is not working. Patient received order today but was wanting to report that the machine used to administer the medication is broken. They received the plastic tubing/ mouthpiece to attach to the machine, but now having issues with machine. No missed doses or adverse events reported. Needs replacement. No further information provided. Indication: chronic obstructive pulmonary disease, unspecified.